Manufacturer narrative:
The customer performed precision testing. The customer stopped testing phosphate on this cobas 8000 c 702 module. The field service engineer found an issue with the gear pump. The investigation is ongoing.

Event description:
The initial reporter received questionable phos2 phosphate (inorganic) ver.2 results for seven patients tested on a cobas 8000 c 702 module. The initial phosphate results were reported outside the laboratory. On (B)(6) 2022, the customer reported phosphate qc issues. The customer replaced the phosphate reagent and performed repeat testing with the patient samples from (B)(6) 2022. On (B)(6) 2022 and at 10:18, patient 1's initial phosphate result was 2.34 mmol/l. On (B)(6) 2022 and at 14:18, the patient's repeat result was 1.109 mmol/l. On (B)(6) 2022 and at 12:50, patient 2's initial phosphate result was 2.11 mmol/l. On (B)(6) 2022 and at 14:04, the patient's repeat result was 0.937 mmol/l. On (B)(6) 2022 and at 13:27, patient 3's initial phosphate result was 2.1 mmol/l. On (B)(6) 2022 and at 13:32, the patient's repeat result was 0.989 mmol/l. On (B)(6) 2022 and at 16:24, patient 4's initial phosphate result was 2.36 mmol/l. On (B)(6) 2022 and at 09:57, the patient's repeat result was 1.165 mmol/l. On (B)(6) 2022 and at 07:26, patient 5's initial phosphate result was 2.49 mmol/l. At 11:37, the patient's repeat result was 1.27 mmol/l. On (B)(6) 2022, the customer reported further qc issues. The customer performed repeat testing with two samples. Patient 6's initial phosphate result was 2.46 mmol/l. The patient's repeat result was 1.203 mmol/l. Patient 7's initial phosphate result was 1.95 mmol/l. The patient's repeat result was 0.778 mmol/l. The customer determined the repeat results were correct and corrected reports were provided. The phosphate reagent lot number was 591141 with an expiration date requested but not provided.

Manufacturer narrative:
The customer moved the phosphate reagent to the other reagent rotor for testing. No further issues were reported by the customer. The field service engineer performed preventative maintenance. Based on the provided information, the investigation determined the issue was consistent with an unknown system maintenance issue.